Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant product: carto 3 system (model# m-4800-01 serial# (B)(4)) full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. (B)(4)

Event description:
It was reported that a patient underwent an ablation procedure for ischemic ventricular tachycardia with a thermocool® smarttouch® bi-directional navigation catheter and approximately 5 days¿ post-procedure, the patient expired. Physician indicated that the patient¿s health was compromised due to cardiovascular medical history and pre-existing conditions to include multiple episodes of ventricular tachycardia, suboptimal ejection fraction, and severe cardiomyopathy requiring an intra-aortic balloon pump (iabp). It was noted that given the patient¿s condition, the physician was not optimistic regarding the outcome. Physician indicated that the outcome (death) was related to the patient¿s condition and not related to any bwi equipment. An attempt to gather additional information was made, however no further information was available.